Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced angina, restenosis and thrombosis. A nir stent was placed in 1999. In (B)(6) 2014 the patient presented with symptomatic angina. Angiography was performed and it was noted that the stented area had restenosis and thrombosis. The physician elected to proceed with medical therapy to resolve the thrombus. However, four days later the patient was brought back for placement of a 3.0x24mm promus element plus stent. The patient was stable post reintervention.